Event description:
Per information provided: on (B)(6) 2014 - patient was diagnosed with incarcerated incisional ventral hernia thereby underwent open repair with implant of ventrio st mesh (device #1). Per op notes, "a ventrio st mesh (device #1) was placed, sutured and tacked." On (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with partial explant of ventrio st mesh (device #1) and implant of ventrio st mesh (device #2). Per op notes, "the mesh (device #1) was dissected except the superior part and removed. A ventrio st mesh (device #2) was placed and sutured." On (B)(6) 2015 - patient was diagnosed with epigastric incisional hernia thereby underwent open repair with implant of ventralex st mesh (device #3). Per op notes, "a ventralex st mesh (device #3) was placed and sutured." On (B)(6) 2016 - patient was diagnosed with incarcerated incisional epigastric hernia thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, "omental adhesions identified to the previous mesh (device #3) were reduced and a synthetic mesh was placed and tacked."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol ventralex st (device #3). An additional supplemental emdr was submitted represent the ventrio st (device #1). Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.